Event description:
Country of complaint: (B)(6). Implantation of a prosthetic hip joint in (B)(6) 2012. From the information that was provided by the patient it seems that a metal on ceramic combination was implanted (metal head/ceramic insert). Patient also reports about an increasing ion level in her blood and a revision surgery planned for (B)(6) 2014. Therefore, no products available for investigation right now. Patient will provide her health records that she has received from the surgeon.

Manufacturer narrative:
Manufacturing site evaluation: 510(k): k082146; k090299. Research and investigation have resulted in the assumption that the following aesculap ag components are involved in this case: nh052t, plasmacup sc size 52mm, lot 51879285; nh103, sc/msc ceramics insert 32mm 52/54 sym., lot 51788852; nk nk203t, excia plasmapore 12/14 size 13mm, lot 51876177; nk532k, isodur prosthesis head 12/14 32mm xl, lot unk; nj129k, isodur prosthesis head 8/10 32mm xl, lot unk. Unclear is, why there are two different metal heads mentioned in connection with this case. As the nj129k has a 8/10 cone, we assume that the implanted head will be the nk532k. Metal head and ceramic inlay are not provided for a combination. Aesculap's product information gives the explicit note that prosthesis heads made from metal may only be combined with inlays made from pe or xlpe. Review of the dhrs of the potentially involved components did not show an indication for a material or product defect. Additional information will not be provided before the revision surgery (if necessary) has been performed.